Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician went back with the scope to verify placement and found the capsule in the back of the throat. The pt was not injured following the procedure. Another capsule was placed normally.